Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction event site full name: (B)(6) hospital, department of medical services.

Event description:
It was reported by the customer that after use on patient the cardiosave intra-aortic balloon pump (iabp) machine has a power-up test fails code # 14 notification. No one was harmed onsite.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit. Checked the machine and found that the machine had an alert message "power-up test fails code #14" with an alarm sound from technical found that the alert was a warning about a compressor malfunction brought another compressor (machine number 1 of the department) to switch to test the usage and perform regulator drive calibration switched the compressor from machine number 1 to let the department use this machine first. (Because the machine number 1 is waiting for the order for other parts) run test can be used normally. Order spare parts to replace for customers (machine in warranty) fails code #14 with technical alarm defective switch to test the usage and perform regulator drive calibration (because the machine number 1 is waiting for the order for other parts) 31 jan 2025 bring a new compressor to replace for customers to use / test the symptoms first switch the compressor back to machine number 14 feb 2025. The department reported that after changing the compressor, when running the machine for a long time, the building system over temp check the machine and found that there was a problem that could not calibrate the vacuum and pressure regulator change the vacuum and pressure filters. Tested that the calibrate can be done. Tested that the machine can be used normally.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected h6 (type of investigation, medical device: problem code).

Event description:
N/a.